Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) caresite valve was returned in connection with this complaint. Visual examination of the returned sample noted no defects. The reported defect has not been confirmed via the returned samples. A photo was also provided and visual examination of the returned picture noted excess silicon squeezing out ot the female luer. However, since this sample was not returned the exact root cause was unable to be determined. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: an oily film was found on several valves. The film was found at the side injection and opening of the blister packaging prior to use. No injuries were reported.